Manufacturer narrative:
According to technician statement, it was determined that water entered the air gas module from the compressor mini connected to the ventilator. The repair process was handled by third-party, therefore further specific information was not provided. The device was cleared for clinical use. The air gas module regulates the inspiratory gas flow and gas mixture. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. Unfortunately, neither the device log nor the claimed part were available for further analyze. The root cause to the reported issue has not been determined.the serial number for the medical device referred to in this medical device report has not been received. Therefore, no UDI number can be provided. H3 other text : 4112.

Event description:
It was reported that the ventilator failed pre-use check. Moreover, the ventilator was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).